Event description:
It was reported that during a photo-selective vaporization of the prostate, energy started coming out of the fiber tip and firing out the side after about 5 minutes of use. A second fiber was used to complete the procedure without patient complications.

Event description:
It was reported that during a photo-selective vaporization of the prostate, energy started coming out of the fiber tip and firing out the side after about 5 minutes of use. A second fiber was used to complete the procedure without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break at the open end of the metal cap; therefore, the reported forward firing clinical observation cannot be confirmed. It is probable that manipulation during insertion of the fiber into the scope contributed to the fiber body break. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber body beak.